Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged; no functional test was performed. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. In addition, a sample of the batch is inspected at fgqa. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. This and other similar events, should they occur, will be trended to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a hepatectomy, the device misfired on the first firing and then misfired on a new device after the fifth reload. No patient consequences were reported.